Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to yielding 0 volts. A review of the share logs was performed and the pair new transmitter message was found within the investigation window.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a low transmitter battery. The reported event of a pair new transmitter message is reportable based on the findings of a transmitter failed error. No injury or medical intervention was reported.